Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported a complaint regarding inaccurate sensor readings. Based on review of dms data, the last glucose data point was recorded on february 9, indicating that the user may have taken a break from the system. A review of the final week of sensor data prior to that date showed that bg values entered as calibrations aligned well with sg trends, with occasional discrepancies attributed to lag and calibrations entered during periods of rapid glucose change. The user subsequently reconnected their system and was in the initialization phase at the time of review. The user was satisfied with the explanation. Dms data confirmed that the user was actively using the system with up-to-date information. No further action was required.

Event description:
On 16 feb 2025,senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.